Event description:
I had an IV pump under-infuse or fail to infuse a heparin drip. By 4 am, I noticed the 2nd anti-xa level was the same (<0.04) very low result from 8 pm despite uptitrating the heparin drip. I examined the pump, I and found the bag suspiciously full for a drip that had been running for 12+ hours. I took the bag down, cut it open, and measured the remaining volume as about 400ml. The vtbi on the pump read 266ml, about a 150ml difference from the actual measured volume. It appears that the patient received a severe under-infusion of heparin, and the patient was not anticoagulated as ordered. The IV pump number is (B)(4). The IV tubing in use was baxter clearlink continu-flo solution set mfg #2c8519s.